Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the requested operative reports were received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.13 months. Through the operative report, it was learned that the device was explanted due to mitral insufficiency.